Event description:
The pt was implanted with a synchromed pump in 1998 for intrathecal infusion of medication for non-malignant pain/failed back surgery syndrome. The pump was explanted in 1999 after the low battery alarm continued to beep. The device was returned to the MFR for analysis. Another synchromed pump was implanted on the same date.

Event description:
The pt was implanted with a mynchromed pump in 1998 for intrathecal infusion of medication for non-malignent pain/failed back surgery syndrome. The pump was explanted in 1999 after the low battery alarm continued to beep. The device was returned to the MFR for analysis. Another synchromed pump was implanted on the same date.